Event description:
It was reported that there was difficulty shaping the guidewire. Analysis of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found the ptfe coating was missing at 34.0cm from its proximal end. The coating was missing 360 degrees around the guidewire; and sections of the ptfe coating were partially peeled up from the stainless steel core wire. The coating appeared to be missing in the area of the torque device brass collett. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire.